Manufacturer narrative:
Section d10, h3, h8: corrected information. Section h4: additional information manufacturer's investigation conclusion: the reported event of the console going blank was confirmed via the log file analysis; however, the reported event of the console not responding to buttons being pressed was not confirmed. The centrimag 2nd generation primary console was returned to the service depot for analysis. The returned console was evaluated and tested under work order # (B)(4). The service depot was unable to verify or duplicate the reported event of the console going blank during use and not responding to buttons being pressed. The console was tested for an extended period of time and performed as intended. The console did not turn blank at any point. The buttons worked without issues. A full functional checkout was performed, and the unit passed all tests. A log file was extracted for analysis. A review of the log file showed events spanning approximately 29 days ((B)(6) 2019 per time stamp). On (B)(6) 2019 at 08:10, the sub fault ¿sf_ifd_shutdown_detected¿ activated and triggered a ¿system alert: s3¿ alarm. The flow dropped to 0 lpm. The s3 alarm was able to be muted in the same time stamp. The sub fault ¿sf_flow_low_amplitude¿ was also active which triggered the alarm ¿flow signal interrupted: f2¿ which was able to be muted and cleared. The s3 alarm was cleared at 08:14. The root cause for the console going blank and not responding to buttons being pressed was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
Additional information was requested, but was not provided. Age of device could not be approximated with current information provided. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was being supported with a ventricular assist device for acute support. It was reported that the console went blank during use. During this time, the centrimag unit would not respond to buttons being pressed. The patient was switched to different centrimag units without harm. Loaner units was requested.